Event description:
It was reported that the pulse generators battery exhibited an excessive discharge. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that normal battery depletion had occurred.